Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("can't get rid of this (profane) e belly") and menstrual disorder ("cycles are also very funky") and was found to have weight increased ("lost weight initially"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the back pain had resolved, the abdominal distension had not resolved, the weight increased was resolving and the menstrual disorder outcome was unknown. The reporter considered abdominal distension, back pain, menstrual disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("can't get rid of this damn e belly") and menstrual disorder ("cycles are also very funky") and was found to have weight decreased ("lost weight initially"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the back pain had resolved, the abdominal distension had not resolved, the weight decreased was resolving and the menstrual disorder outcome was unknown. The reporter considered abdominal distension, back pain, menstrual disorder and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("can't get rid of this damn e belly") and menstrual disorder ("cycles are also very funky") and was found to have weight decreased ("lost weight initially"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the back pain had resolved, the abdominal distension had not resolved, the weight decreased was resolving and the menstrual disorder outcome was unknown. The reporter considered abdominal distension, back pain, menstrual disorder and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" lost weight initially" was recoded to llt" lost weight" (previously reported as weight gain). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("can't get rid of this damn e belly"), menstrual disorder ("cycles are also very funky"), abdominal pain upper ("stomach hurt"), uterine pain ("uterus hurt"), nausea ("nausea"), pruritus ("plain icky feeling"), diarrhoea ("loose stools") and defaecation urgency ("not much warning before I am running to the bathroom") and was found to have weight decreased ("lost weight initially"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the back pain had resolved, the abdominal distension had not resolved, the weight decreased was resolving and the menstrual disorder, abdominal pain upper, uterine pain, pruritus, diarrhoea and defaecation urgency outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, back pain, defaecation urgency, diarrhoea, menstrual disorder, nausea, pruritus, uterine pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. New events added: loose stools, plain icky feeling, nausea, uterus hurt, stomach hurt. Not much warning before I am running to the bathroom. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.